Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The patient called boston scientific technical services (ts). The patient reported the icm device had popped out. The patient subsequently went to the clinic and it was removed. The physician has implanted a new icm device. The device was discarded when explanted and will not be returned for analysis. No additional adverse patient effects were reported.